Manufacturer narrative:
Evaluation summary: still images received. The first image confirms the lot number as reported by the account. The image appears to show the dislodged stent in the y connector. The second image shows the balloon with no stent present, confirming the dislodgement.

Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in a severely tortuous proximal lad. The lesion was pre-dilated. The device was inspected with no issues noted. No difficulties were noted removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The device did not pass through a previously deployed stent. It was reported that the stent dislodged during advancement of the device. The dislodged stent was retrieved with a snare. The doctor used another endeavor resolute of the same model to complete the surgery. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.